Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory functions. All the keypad buttons responded properly and no contamination was found under any of the button contacts. The investigation was unable to duplicate the reported keypad button issue. The bolus button was unresponsive and removal of the cover found the button mechanism missing. Unrelated to the button issue, it was observed that the display screen was dim and discolored with fading text.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons on the demo pump were not working. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.